Manufacturer narrative:
(B)(4). Method: the subject rt385 breathing circuit was not returned to fisher & paykel healthcare new zealand for evaluation. Our evaluation is therefore based on a photograph and the information provided by the healthcare facility, and our knowledge of the product. Results: review of the photograph provided confirmed that the ventilator pre-use leak test failed. Conclusion: based on the limited information provided by the healthcare facility and without the return of the subject device, we are unable to confirm the reported issue or determine the cause of the reported event. All rt385 adult dual-heated evaqua2 breathing circuit are visually inspected, as well as pressure and flow tested during production, and those that fail the test are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt385 adult dual-heated evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: -"check all connections are tight before use." -"perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." -"ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of a healthcare facility in china that an rt385 adult dual heated evaqua2 breathing circuit failed the ventilator leak test prior to patient use. There was no patient involvement reported.